Event description:
It was reported that during vans procedure ,the right vagus and nervus laryngeus recurrens stimulations also did not respond; the tube did not respond because the muscles were moving. Neurostimulation was also performed, and the monitor did not respond. The tube had also been intubated normally. No abnormalities were found in the patient during the post-op examination. An examination has been requested because it is believed that an abnormality in the tube or stimulation probe is suspected. The procedure was completed with the backup product and was extended for 15 minutes .intervention was performed . No patient injury. Additional information received, even after it was stimulated by probe, it was not confirmed.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3:product analysis found that visually, there was no damage in the construction of the device observed by the unaided eye. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 37.9 ohms (blue with white stripe), 76.5 ohms (red), and 60.8 ohms (red with white stripe), but the blue electrode had no reading at the distal end of the trace pad and was 68.9 ohms at the proximal end which was out of specification. For further analysis, a stylet was used to manipulate the shape of the device and the resistance for the blue with white stripe electrode increased up into megaohms and the red with white stripe electrode had no reading. Under magnification, there were cracks and dark colored residue underneath the trace adhesive. There were also cracks found in the trace pads. Functionally, the device was connected to a nim system and initially passed the electrode check, but after manipulating the device the device failed. In addition, the device also initially passed functional testing with no erratic behavior, but after manipulation the second channel had excessive noise. In the returned condition, there was an out of specifi cation condition that was related to the complaint. H6:previous codes b21, c21, d16 are no longer valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.